Manufacturer narrative:
The distal portion of the lead was returned in one piece without identified device or use problem. A malfunction based on analysis was found. Final analysis found clavicle crush damage at 25.8 cm to 29.8 cm from distal tip. Visual examination found all cable lumens and the inner coil were damaged due to clavicle crush forces. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction - b3 - date of event should be (B)(6) 2022 rather than being empty.